Event description:
The device immediately shows the air bubble alarm after startup. Even though there is absolutely no air in the tube. After replacing the air detection sensor the problem is solved. More information is needed to fully investigate the issue.